Event description:
During coronary intervention, tip of the whisper wire broke off in a distal branch of the rca (distal pda) and remained in distal vessel. Manufacturer response for wire, guide, catheter, hi-torque whisper (per site reporter) response unavailable at this time.